Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav0992 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
Facility reported an internal fracture of PICC, no other information was provided. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause is use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector and within the catheter. The catheter extended 45.6 cm from the distal end of the strain relief oversleeve. The printing on the extension leg was worn. The groshong valve was intact at the distal end of the catheter tubing. Two creases that were split open in the circumferential direction were observed 10.9 and 11.4 cm from the distal end of the strain relief oversleeve. The adjacent surfaces of the split tubing were noted to be granular. The external surface of the tubing exhibited a polished appearance on opposite sides of the circumferential splits. The splits were located between the 33 and 35 cm depth marks. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample.

Event description:
Facility reported an internal fracture of PICC, no other information was provided. No patient injury reported.